Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found optic deformed and haptic bent/deformed. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
B5 lens replaced on (B)(6) 2023, with a different power lens and problem was resolved. Reportedly, "all good. Patient is happy." Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -9.5/+0.5/48 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2021. The patient experienced lens rotation and refractive surprise. Lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).